Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient disconnected the heater bag and then reconnected it during dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. This event occurred during fill one of five. The patient was connected to the homechoice. The patient stated that they disconnected the heater bag due an alarm and then reconnected it. The technical service representative explained that the setup was compromised, assisted in ending the therapy, and advised the patient to start over with new supplies there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.